Manufacturer narrative:
The reported event was addressed with phone support. The site tried restarting and both the monitors started working. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a training/demo of the da vinci system, the left does not display in the surgeon side console (ssc) when connected to the simulator. Tse hard power cycled the simulator and ssc, but left video still did not display ion the ssc viewer. The customer was moving the simulator to a different ssc for use. There was no report of patient involvement.